Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 10/30/2023 under wo #337928 & 330585 and shipped on 11/14/2023. Manufacturing record review: DHR's 337928 & 330585 were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Other rf leakage complaints reviewed were unconfirmed. Further, the design was evaluated under CAPA 801 investigation and found to function as it was intended. Units will shut down if leakage is detected which can be the result of improper set up. Product receipt: the complaint unit was returned on RMA r55005486 and received 7/31/2024. Visual evaluation: visual examination of the complaint unit revealed no outer physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. The unit was evaluated and found to have no functional issues, fitted with a new main board, tested to specifications and returned to the customer. As the device was under warranty the main board was replaced in an abundance of caution. The board removed from the chassis was retained and available for engineering should it be evaluated further. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while cauterizing in an unknown procedure, the leep's rf alert kept coming on. The doctor had to finish the procedure in a different manner. Unit to be returned for repair. No additional information. Lp-20-120 leep 2024-07-0000801.